Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device was partially separated. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, omsc concluded that the separation of the pad occurred since the user continued activating output without grasping anything (including after the tissue separated. Based on the finding of the evaluation, this report appears bo be related to user handling.

Event description:
The subject device was used during a distal gastrectomy. The ptfe pad of the subject device was partially separated by about five times of output. The procedure was completed with another similar device. There was no patient injury reported.